Event description:
It was reported that an ilet bionic pancreas generated a persistent alert 39 indicating an insulin shaft encoder failure, consistent with a failure to infuse, and the device was restarted without resolving the alarm; the unit will be replaced and the patient was advised on data sync, shutdown, and that setup would be required on the replacement, with continued cgm use supported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem associated with the plunger leading to a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.